Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test for defib. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's processor/bridge/pace board was removed and returned. The processor/bridge/pace board was extensively tested with no discrepancies. The customer received a replacement board. Analysis for reports of this type has not identified an increase in trend.